Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation a service required alarm condition indicating the internal battery failed to charge was observed in the device's downloaded event log. The device's system board and power supply were replaced to address the issue. The device was tested and passed all final testing.